Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The reported event of the needle tip being bent. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used during a bronchoscopy procedure. According to the complainant, the excelon transbronchial aspiration needle was advanced down an olympus it scope, and positioned within the patient; the scope was in a flexed position within the patient. While attempting to advance the needle from the sheath, the needle bent and exited through side of sheath, instead of coming out from the end of the sheath. The device was removed, and the tip of the needle appeared bent; the device was discarded. The procedure was able to be completed with another excelon transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.